Event description:
It was reported that during a plain old balloon angioplasty, a balloon rupture and shaft fracture occurred. Vascular access was gained via the arteriovenous fistula. The 50% stenosed target lesion was located in the mildly tortuous axillary vein. The physician advanced the 12.0mmx40mmx75cm mustang balloon and it ruptured upon the first inflation. While removing the balloon and catheter the shaft fractured inside of the patient. Under fluoroscopy, the physician was able to determine the shaft fracture occurred in the brachial axillary vein. The physician attempted to remove the broken shaft and balloon, but they had migrated to another vessel. The physician performed an upper venogram to locate the devices, but the devices were not visible. The procedure was no completed as the patient refused to go to the hospital to have the devices removed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).